Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in a ureteroscopy procedure on a patient (B)(6). (Patient identifier, age, and weight are unknown). According to the complainant, the purple coating on the sheath peeled away in the patient. The physician was able to remove the coating from the patient. The procedure was successfully completed using this device. The patient is reported to be fine.